Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported intermittent uncommanded x-ray. No pt or user injury was reported.